Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during implant, when removing the stylet the connector pin broke. The lead was explanted and a new lead implant will be scheduled. The patient's condition is fine.